Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 4549 lead, implanted: (B)(6) 2013; 0292 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had early elective replacement indicator (eri). It was also noted that the device had been programmed with high outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event.